Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case front corners were cracked. A review of the event history log (ehl) identified travel reverse error - check clutch/plunger lever, primary audible alarm background (bgnd) test followed by secondary auxiliary control unit (acu) watchdog failure (acu watchdog is a sympathy alarm to the primary audible alarm bgnd test.), and pump motor drive phase b post. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A corrective and preventative action has been opened to address primary audible alarm background (bgnd) test. Replaced lead screw, clutch spring and both clutch halves as a preventative. Replaced speaker as preventative. Replaced battery as preventative., corrected data: d1.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had clutch issues and acu watchdog failure. Additionally, there were speaker and pump motor drive b issues as well. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.